Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, h6. Photographic device evaluation: a review of the device noted no manufacturing issues were observed. (Deflation not detected).

Event description:
Healthcare professional reported right side malposition and implant deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - deflation: observed an opening assessed as surgical damage as per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported right side implant deflation. Healthcare professional later reported "malposition." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Physician reported implant deflation. Device has been explanted and replaced. This relates to the right side.